Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are(B)(4) and CAPA (B)(4).

Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is between (B)(6)2019. (B)(4). Device evaluation: per initial report, the product will not be returned. Therefore, the product testing could not be performed, and the reported issue could not be verified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional investigation request for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model z9002 intraocular lens (iol) was explanted from the patient's right eye due to residual refractive error. At explant there was no incision enlargement, no vitrectomy or sutures required. The lens was replaced with a non-johnson and johnson iol. It was stated that the patient was fine post-op, and the explanted lens was discarded. No other information was provided.